Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the indeflator 20/30 instruction for use (IFU) states: this device is intended for single use only; do not reuse. Do not resterilize, as this can compromise device performance and increase the risk of cross contamination due to inappropriate reprocessing. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20/30 indeflator needle detached from the pressure gauge when it was pressurized at 20 atmospheres during the procedure. A new 20/30 indeflator was used to successfully complete the procedure. Per the physician, the device was used about 35 times prior to this event. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.